Event description:
It was reported that one day post implant, the ventricular sensing threshold decreased from 7.5 ms to 2.5 ms. X-ray revealed that the lead was in a stable position.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.